Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Quality control data results were within assay range specifications which indicated the instrument was performing within specifications. Submitted data for normal patient results did not show any obvious issues with the instrument performance. The plt results from the cd emerald and the reference lab analyzer for this one specific patient, were all below the plt normal ranges and were flagged (l) the blood sample was from a leukemic patient with myelodysplastic syndrome (mds) condition and the sample contains interfering substances and conditions which challenged the technology limitations of the cd emerald. The cd emerald system operators manual, provides adequate information and guides related to this incident. Based on the evaluation results, it was concluded that this issue was an isolated incident involving one patient sample with interfering substances and conditions which affected sample processing. No product deficiency was identified to be related to the reported malfunction.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the cell-dyn emerald generated a higher than expected platelet (plt) result from one patient sample. A result of 73 k/ul was generated by the cell-dyn emerald and was questioned as it was high since the patient had leukemia and expected to have low plt results. The same patient sample generated an expected result of 17 k/ul when tested at a reference lab. No impact to patient management was reported.